Event description:
The device was used during a laparoscopic cholecystectomy. The silicone ring of desufflation valve was dropped. It was recovered from pt. Dr used new one to complete the procedure. There was no consequence to the pt.

Manufacturer narrative:
Added additional info, info not available, device not returned for analysis.